Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service technician went onsite and evaluated the device. Field technician replaced limit needle valve, calibrated pressure transducer, checked power supply, calibrated ddi board. Performed patient circuit calibration and ventilator performance test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device is not pressurizing on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.